Event description:
It was reported the patient developed an infection. The device and leads were explanted and the device and one lead were replaced. The patient is involved in the alsync clinical pre-market study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an infection. Concomitant products: competitor right ventricular (rv) lead (B)(6) 2013; 3830 implantable pacing lead (B)(6) 2013. (B)(4).